Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found a damaged downstream occlusion (dso) seal, and a damaged blue label. After investigation the results indicated a reportable malfunction due to the damaged dso seal. Functional checks were performed using the occlusion tester. The reported problem was duplicated. To solve the problem, the blue label and dso seal will be replaced.

Event description:
It was reported that there was a blue label. The customer returned the product for the blue label, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement and unknown signs or symptoms experienced.